Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2003, 5054 lead, implanted: (B)(6) 2003. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted only the rv and svc connector legs on the trifurcation were returned. The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the lead was fractured and explanted. No patient complications were reported as a result of this event.